Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. A 8mm x 5.00mm nc apex quantum monorail balloon catheter was advanced for post dilation of an unspecified stent. During the first inflation soon after the balloon was pressurized a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a 5.00mm non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).